Event description:
It was reported that the pump module was involve din a over infusion event. The clinician set the infusion (smoflipid) at 5.1ml per hour to run for 12 hours, with volume to be infused of 62ml. The infusion was stared at 9pm. However, the infusion was completed by 12am (or after 3 hours) as opposed to the expected completion time of 9am. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.